Event description:
It was reported that during interrogation of the implantable pulse generator (ipg), an error message was displayed on the screen, and clear button was pushed down to reboot the device. The data showed no issue, but additional information indicated that a power on reset had occurred. The ipg remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).